Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Consumer reported "friend experienced anaplastic large cell lymphoma" for the left side. Device has been explanted. Pathological markers confirming alcl have not been received. The manufacturer of the device is unknown.

Event description:
Identified this record (B)(4) to be a duplicate record to (B)(4). All relevant information will be transferred from this record to (B)(4) as the operating record.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that this report is a duplicate record. See (B)(4).